Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4) the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where approximately 20 minutes after guide sheath (gs) removal, it was detected a femoral internal bleeding at the access. A stent was implanted as indication of vessel perforation. The vessel was closed through z-suture, manual compression.

Manufacturer narrative:
The complaint for difficult to insert device into patient resulting in tissue damage was confirmed with other empirical evidence. As there were no images provided for this adverse event, an imaging evaluation could not be performed. No manufacturing non-conformities were identified from the investigation. After procedure completion and approximately 20 minutes after gs (guide sheath) removal, a femoral internal bleeding was noted at the access site. Per additional information provided by the clinical specialist, no difficulty was encountered during vessel access and no difficulty advancing or retracting gs or delivery system. As per medical opinion, the perceived root cause of the event was unclear. As a result, a definite root cause is unable to be determined.